Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery of this pacemaker depleted faster than expected. Boston scientific technical services (ts) asked the percentage of the battery usage. Data analysis was performed and determined that premature battery depletion (pbd) could be due to the chronic atrial flutter in a dual chamber mode. The patient was in atrial fibrillation (af) and confirmed that the device was operating at increased power level. The caller stated that she will be seeing the patient and expected to reprogram the device to vvi and turn the atrial lead off. The device was reprogrammed and verified that the battery still showed one year. Additional information indicates that the atrial lead was turned off and no adverse patient effects were noted. The device remains in service. No adverse patient effects were reported.